Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported the vent inoperable error code 4021, exhalation motor error. The customer is requesting technical support. The device was not in use. No patient/user harm reported.

Manufacturer narrative:
(B)(6) 2018. The replaced part was made available for evaluation. The exhalation valve assembly was returned for evaluation. There were no signs of damage or contamination. The assembly was tested and the failure could not be reproduced. The cause of the event could not be determined.